Event description:
It was reported that while the peripherally inserted central catheter (PICC) was connected to a high-pressure injector (injector is 1mi/min), a leak was noticed at the hub. The nurse stated that she is not sure if the leak began prior to the injector connection.

Manufacturer narrative:
Follow-up report will be filed, if additional information becomes available.